Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital with complaints of a white deaf foot. Computed tomography angiography (cta) showed several arterial emboli in pelvis/legs. The left ventricular assist device (lvad) was identified as a suspected embolism source. Follow up cardiovascular CT showed thrombus in the outflow graft. The pump was exchanged and inotropes were initiated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent pump exchange could not be conclusively determined through this evaluation. Review of the log files from the reported event date of (B)(6) 2025 captured no notable events or alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B and the heartmate 3 patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including pump thrombosis and non-central nervous system thromboembolism. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that there were no changes to patient condition or anticoagulation status that may have contributed. There were also no recent changes to pump parameters. The computed tomography images were not available. The patient experienced symptoms of thrombus in foot and white foot. The patient was recovering post the pump exchange.